Manufacturer narrative:
Two lenses were received in an unsealed lens case. The lot number is unknown. Scribe marks were observed on the lenses returned and the lenses were identified to belong to the senofilicon-a group. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient (pt) reported he/she ¿hurt my cornea¿ while wearing a trial pair of acuvue oasys for astigmatism lenses. The pt reported ¿ I am currently working on treatment to better my sight for more than 1 month and the doctor tells me that severity of the hurt that my eye was cause that I will never again be able to wear contact lenses.¿ on (B)(6) 2016, the pt¿s family member called to report the pt experienced blurry vision, watery eyes, redness and light sensitivity while wearing a pair of trial lenses after about a week of wear. The pt¿s family member reported the event occurred in (B)(6) 2016. The pt¿s family member reported the pt immediately removed the lenses and his/her eyes were red on removal. The pt¿s family member reported the pt¿s eyes are still sensitive to light and the pt¿s od cornea has a ¿white mark (corneal lesion)¿. The pt¿s member reported the pt went to his/her eye care provider (ecp) and was diagnosed with keratitis. The pt¿s family member reported the ecp prescribed zimar antibiotic eye drop and hyabak lubricant eye drop. The pt¿s family member reported the pt was advised to use the medication every 2 hours for three weeks. The pt¿s family member reported the ecp prescribed additional medications but did not have the name of the other medications prescribed. The pt¿s family member reported the pt is still visiting the ecp for unresolved symptoms. The pt¿s family member stated this was the pt¿s first time wearing contact lenses. The pt¿s family member reported the lot number of the trial lenses was discarded. On 28nov2016, a call was placed directly to the pt¿s family member and additional information provided as follows: the pt¿s family member reported the pt had symptoms after about 7 days of wearing the trial lenses. The pt¿s family member reported the pt only wore glasses after removing the lenses and did not sleep in contact lenses. On 28nov2016, the pts medical record information was received from the pt as follows: on (B)(6) 2016 - ecp treatment: zymar xd ; 1 drop every 4 hours for 7 days. Tobrex; 1 drop every 4 hours for 7 days. Hyabak ¿ 1 drop every 2 hours. On (B)(6) 2016 - ecp treatment: zymar xd; 1 drop every 4 hours od until return visit. Tobrex; 1 drop every 4 hours od until return visit. Hyabak; 1 drop every 2 hours or as needed for ocular discomfort. On (B)(6) 2016 - ecp treatment: zymar xd; 1 drop every 8 hours for 3 days, then every 12 hours for 3 days. Tobrex; 1 drop every 8 hours for 3 days, then every 12 hours for 3 days. Hyabak; 1 drop every 4 hours. On (B)(6) 2016 - ecp treatment: zymar xd; 1 drop every 3 hours for 7 days ou. Hyabak/optive ¿ 1 drop every 2 hours or as needed for ocular discomfort. Tobrex; 1 drop every 3 hours for 7 days. Intervals of 10 min between each eye drop return if visual acuity worsens or pain on (B)(6) 2016 - ecp treatment: zymar xd; 1 drop every four hours for 3 days, then 1 drop every 6 hours for 14 days. On (B)(6) 2016 - ecp treatment: zymar xd; one drop every 4 hours until return visit. Hyabak; 1 drop every hour. Predfort or maxidex; 1 drop od every 6 hours until return visit minimal interval of 10 minutes in between medications. Return in 48 hours for re-evaluation from 8am to 16pm. On (B)(6) 2016 - ecp treatment: zymar xd; 1 drop every 4 hours until return visit. Maxidex; 1 drop every 6 hours until return visit. Hyabak; 1 drop every hour. Mydriacyl (anticholinergic); 1 drop every 12 hours until re-evaluation. On (B)(6) 2016 - ecp treatment: maxidex; 1 drop od as follows: a. (B)(6) ¿ every 8 hours, b. (B)(6) ¿ every 12 hours. C. (B)(6) ¿ once daily. Mydriacyl; 1 drop od every 12 hours. Hyabak; 4 times daily. On (B)(6) 2016 - ecp treatment: flutinol (antiallergenic, anti-inflammatory); 1 drop od every 6 hours. Hyabak; 1 drop od 6 times daily. On (B)(6) 2016 - ecp treatment: flutinol; 1 drop od; 1st week ¿ every 6 hours; 2nd week ¿ every 8 hours; ¿. Week ¿ every 12 hours; ¿ week ¿ once daily then stop. The lot number of the product is not available. The suspect product was requested, but it has not yet been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.